Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the patient¿s driveline could not be confirmed, as no photos were submitted and no products were returned for evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(4). The hmii lvas instructions for use (IFU) and hmii lvas patient handbook contain information regarding driveline care. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01oct2015. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the end of the patient's driveline sleeve had rescue tape wrapped around it due to a split that occurred very soon after the implant.